Event description:
The customer stated that he received a new bottle of test strips. When he opened the carton, the bottle was open, and there were loose test strips in the box. The customer stated that he discontinued using the test strips when they gave him high results. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement strips will be sent.